Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to video cable is broken . In addition, cause for fibre bonding in the outer tube area (distal end) was damaged by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had flickering horizontal lines on the image. The issue found during set up. There were no reports of patient involvement.